Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the first revision surgery. This event was reported by the patient's legal representation. Implant and first revision surgery were performed by: (B)(6). Second revision surgery was performed by: (B)(6). (B)(4), capture the reportable events of vaginal erosion and pelvic pain, and additional surgery. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with rectocele and stress urinary incontinence. On (B)(6) 2014, patient was implanted with an advantage system device during a posterior repair and suburethral sling placement procedure. On (B)(6) 2016, patient underwent cystoscopy with vaginal examination procedure. She was complaining of pelvic pain. Vaginal erosion of the sling was noted on vaginal examination by palpation. CT scan also revealed a left ureteral stone. During the procedure, a complete intravesical erosion of the left side of the sling was noted, with fully epithelized surface. No bare mesh could be visualized. The procedure was terminated ad patient advised excision of at least the left side of the suburethral sling at another facility. On (B)(6)2016, patient underwent retrograde urethrogram,left stent removal, resection of intravesical sling and vaginal excision of second sling. During the procedure, examination revealed the mesh directly exposed in the vagina. A vertical incision was made along the mesh to be able to divide the two sides. A fully epithelialized sling was found on one side which was biologic. There was no synthetic mesh found in the bladder. The stent was also removed successfully.